Event description:
A customer reported her precision xtra/optium blood glucose meter would not turn on after pressing the button or after inserting the test strip. Due to that issue the customer reported experiencing nervousness, sweating and loss of consciousness. There was no report of third-party medical intervention. The customer also reported eating cookies and drinking orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. It is unclear the test strip lot the customer used at the time of the medical event since the customer reported two different test strip lots: 41719 and 40050. The test strip lot 40050, was reportedly used without calibrating the meter and it was also expired (expiration date: 12/31/2006).